Event description:
During an in clinic follow-up, episodes of oversensing due to myopotentials were observed on the right ventricular (rv) lead. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.